Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: c61 was used with both b. Braun glucose and fresenius kabi freeflex bags. C61 contains 0.9% nacl freeflex in a 100ml bag. Leaking it happened four times in 1.5 weeks in hospital pharmacy and in department (13.03; 15.03; 18.03). Drops developed faster than drug administration and slower than administration was stopped. They destroyed drugs, because it was cyto.

Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot .5 sample received for this complaint all came in unopened original packaging. All 5 samples passed underwater testing. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: c61 was used with both b. Braun glucose and fresenius kabi freeflex bags. C61 contains 0.9% nacl freeflex in a 100ml bag. Leaking it happened four times in 1.5 weeks in hospital pharmacy and in department (13.03; 15.03; 18.03). Drops developed faster than drug administration and slower than administration was stopped. They destroyed drugs, because it was cyto.